Event description:
The reported event was: during a robotic surgical procedure, the j&j ethicon stratafix needle became dislodged from the cannula while attempting to remove it after completing the cuff closure. The j&j ethicon stratafix needle was retrieved in the same procedure right after it was dropped. It was removed through the same cannula successfully on the second attempt. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".